Event description:
During an incident in 1999, involving an female pt in cardiac arrest, this defibrillator would not analyze the pt. Turned it off and back on and it still would not analyze. Another screw arrived and used their defibrillator to treat the pt. They delivered one shock and converted, but the rhythm returned to v-fib. Another shock was delivered that converted the rhythm and the pt was transported to a hosp with a pulse of 120/bp of 160/p, respirations 12/min. The pt had no prior cardiac history and her outcome is unk.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. This testing verified all prompts, displays and annotations during reporting. The incident report returned with the defibrillator documents; the unit recognized the presenting rhythm as non-treatable because it did not prompt "check pt" as it would have had it recognized a treatable rhythm. It is possible that CPR or other pt treatment caused the unit to determine the rhythm non-treatable. The analyze button would have been active throughout this incident. Had the analyze button been pressed, the unit would have voiced "stand clear" to remind the operator to temporarily stop activity such as CPR that could cause artifact during ECG analysis. The customer was sent a letter explaining our eval.